Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day, the pt was hospitalized for the event and began treatment with vancomycin (2 grams, frequency regulated by vancomycin level) for peritonitis. At the time of this report, the pt was recovering and remained hospitalized. Treatment with vancomycin was ongoing. Pd therapy was ongoing. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896191 and gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).